Event description:
It was reported the procedure was being performed on a female (B)(6) patient with leukemia and shock in the pediatric ICU. During insertion into the patient's right femoral, the wire would not thread through the needle. The physician decided to remove the wire and needle. In that moment, a little piece of wire separated and remains inside the patient's subcutaneous tissue attached to the outside of the vessel. When asked if the physician pulled the wire back against the needle bevel it was stated the physician followed the procedure written in the IFU. The piece will be removed when the patient is better. As a result, everything was removed and another kit was used. See MDR 1036844-2013-00125 for the second event with the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.